Event description:
It was reported that during a low anterior resection procedure, the device was inserted and assembled as per ifus, however, the device did not fire. It was removed from patient and another device was opened and used in its place. Delay of twenty-five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.